Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks under secondary vector configuration, after the patient moved the arms to close a window and then assembling something in the basement. After performing an auto setup of the system, primary vector was chosen. However, potential oversensing let to reprogram once again to secondary. Myopotentials were seen after performing provocative maneuvers. X-rays showed adequate positioning of the implantable electrode and the s-ICD. Reportedly, more inappropriate shocks have been delivered. Technical services suggested different troubleshooting and potential reprogramming options. This s-ICD remains in service and no additional adverse patient effects were reported.